Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an out of box failure with two dents on the shaft of the endo eye involving an olympus gynecologic laparoscope. There was no patient involvement reported.